Event description:
It was reported that a temperature alarm occurred. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was provided. Customer declined to troubleshoot with tandem technical support.